Event description:
It was noted that review of data revealed that ventricular pacing was observed in (B)(6) 2025, but no non-sustained ventricular tachycardia (nsvt) episodes with pacing were recorded. No intervention was performed, and no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of non-zero ventricular pacing percentage displayed in the direct trend while the device was programmed to aai mode was confirmed. Based on the information provided, it was determined that episodal brady pacing was turned on and set to vvi mode. The occasional pacing for episodic brady pacing resulted in the diagnostic calculations to result in high ventricular pacing percentages. The requirements and definitions for the calculations of pacing percentage for populating the direct trend do not appropriately account for the case where the user would program the permanent pacing mode to a value that does not include ventricular sensing resulting in incorrect data being stored and displayed to the user.